Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported the patient had a lead revision and at 6 weeks post-operative, everything was fine. It was further reported that on (B)(6) 2013, the patient had a revision. The reporter noted the ¿lead was placed too high when they saw it on the x-ray.¿ it was noted the patient had foot pain and was feeling it only to the knee. The reporter noted the patient was seen at an appointment post-operative and ¿everything checked out beautifully.¿ it was noted they ¿tweaked her programming and was getting decent coverage.¿